Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were a few increased and out of range high voltage lead impedance (hvli) measurements on the right ventricular (rv) lead. No action has been taken at this time and the patient was stable with no consequences.